Event description:
Patient reported she got implanted in (B)(6) 2010 and right after surgery her legs and feet wouldn't move. The patient indicated she was then placed into 23-hour observation and had minimal movement on right side. She was admitted for another day and had some movement afterwards and then was discharged. The patient also reported since implant, she has not had good relief of her spasticity; doesn't have the same duration of spasms as prior to pump implant but is frustrated with how slow she moves and not being independent. The patient also reported that there had been an overage of her concentration but no diagnostics were performed. The patient also reported a (B)(6) weight loss since implant and the pump protrudes quite a bit and that from time to time there is redness in the area of the pump but that it didn't stay constant. The patient planned to see the health care provider in (B)(6). It was unclear if the pump delivered baclofen, compounded baclofen or morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: unknown.

Event description:
Additional information was received. It was reported that the patient was looking to have the pump explanted. It was stated that the pump itself was fine, but the patient hadn¿t gotten therapeutic benefit. Prior to implant, the patient could mow her grass, snow blow, and walk around stores. Since implant, the patient was no longer able to do things of that nature. It was stated that no explant had been scheduled as the physician was still slowly dropping the pump dosage down to prevent baclofen withdrawal. The reporter thought that the device was delivering lioresal, but the session report only specified baclofen.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient regained some of the use of her feet and legs but her spasms had been worse since implant and walking was more difficult for her since implant. At the time of this report, the patient had to use a motorized wheelchair when shopping. The patient was currently in the process of having the pump shut off and removed. The pump was going to be shut off on (B)(6) 2013 and tentatively scheduled to be removed in january. At the time of this report, the patient was recovering from foot surgery and did not want to undergo another surgery to have the pump removed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the patient was opting to no longer have therapy, but did not want to have surgery to have the pump explanted. It was indicated that the password to shut the pump off was provided.